Manufacturer narrative:
Not enough information was provided to perform investigation related to excimer laser. There is no relationship between lasik and cataract. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient presented with poor vision several years post lasik in the left eye. Operation went normally. The patient has been diagnosed with a young cataract. The patient is concerned that laser surgery years ago might have caused the cataract. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.